Event description:
The customer reported that the cine/subtraction function was intermittently not operating properly. A loss of cine, subtraction, road-mapping or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and ip circuit board. The system operates as intended.